Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower main drawer 1, tower doors 1 and 2 were failed, not detected on bus and unable to recover failed storage spaces. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower main drawer 1, tower doors 1 and 2 were failed, not detected on bus and unable to recover failed storage spaces. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and door was not detected on the bus. A field service engineer (fse) replaced the pyxibus cable connecting the smart remote manager to the tower. The system was tested in hardware test application (hta) and the customer successfully performed inventory. The customer monitored the machine over a period of four days and reported that no issues had occurred during that time. The system functioned as intended after the field service engineer repaired the device.